Event description:
A patient was treated with 2 units of fortaperm (2x10cm) in a vaginal vault suspension, performed laparoscopically, in 2002. The treating physician reported that the patient developed an infection post-procedure (exact date unknown). The patient was draining, and was treated with antibiotics unsuccessfully. The physician removed the fortaperm, which was easily removed, indicating that it was not adherent. There was a layer of inflammation where the product had been located. Follow-up info on the patient was received stating that they are "doing fine now".